Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va050vg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a pocket infection and the device was explanted on (B)(6) 2014. The device would not be returned because the customer discarded it. It was noted that there was no alleged product issue and the action required as a result of the event was a replacement. It was reported that impedance testing was performed. The implantable neurostimulator (ins) functioned properly but the pocket developed an infection and the unit was removed. It was replaced in a different body location with a new device. The patient status was alive with no injury. It was noted that the type of infection was unknown and a culture was taken. Antibiotic treatment was necessary. Additional information received reported that therapy was never interrupted and the manufacturer representative did not have an update on the infection.